Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during post-dilatation in the superficial femoral artery, the fox plus balloon ruptured at 5 atmospheres during the first inflation. There was no adverse patient effect. No additional information was provided.